Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the patient¿s leads were showing high impedance and it was non-functional. The patient will undergo a lead replacement procedure and implant new lead to cover the other side.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the patient¿s leads were showing high impedance and it was non-functional. The patient will undergo a lead replacement procedure and implant new lead to cover the other side.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30 (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the patient¿s leads were showing high impedance and it was non-functional. The patient will undergo a lead replacement procedure and implant new lead to cover the other side.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead and extensions were replaced. The physician also replaced the ipg due to a port plug snapped off inside one of the ports which was broken. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-1132 (B)(4) description: precision spectra implantable pulse generator model #: sc-3138-55 (B)(4) description: scs phiii ext 55cm.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the patient¿s leads were showing high impedance and it was non-functional. The patient will undergo a lead replacement procedure and implant new lead to cover the other side.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-4316 lot #: 17241724 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the patient¿s leads were showing high impedance and it was non-functional. The patient will undergo a lead replacement procedure and implant new lead to cover the other side.

Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1cm from the set screw mark. X-ray inspection confirmed all cables were fractured. There are no exposed cables at the clik site fracture. The fractured cables resulted in the reported complaint. Additionally, the lead body was cleanly cut and it has multiple burn marks caused by the use of electrocautery. Cables are pulled and exposed at the burned section of the lead. The cut damage and burn marks resulted from typical explant damage and it is not considered a failure. Sc-1132 (sn: (B)(4)) and sc-4316 (ln: 17241724) device evaluation indicated that the devices passed all required tests and revealed no anomalies. Sc-3138-55 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Lead extension was fractured in the electrode array of the distal end. Sc-3138-55 (sn: (B)(4)) and sc-3400-30 (sn: (B)(4)) device evaluation indicated that the visual/x-ray/borescope inspections and impedance measurement were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the patient¿s leads were showing high impedance and it was non-functional. The patient will undergo a lead replacement procedure and implant new lead to cover the other side.